Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6b - explant date: unknown, as information was requested but not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed.¿ attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during the unfolding of an intraocular lens (iol) the implant severed the capsule and positioned itself in the sulcus. The current status of the patient and the actions taken for their care were not reported. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted with an incorrect PMA number. The correct number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.